Event description:
On (B)(6) 2014, the site reported a transcatheter aortic valve replacement procedure was performed in (B)(6) year old female patient. An acwire guidewire was used to determine the plane of the aortic annulus during the procedure in addition to the other positioning devices and positioning techniques. The valve implantation procedure was completed successfully. During closure of the femoral site, the patient went into cardiogenic shock. Efforts of resuscitation were unsuccessful and the patient died. It was reported that the operating team reviewed fluoroscopy, angiography and echocardiography studies from the procedure. The operating team felt the guide catheter used for acwire introduction may have resulted in delivery of the acwire tip into the submitral area, directing a higher amount of force at that point resulting in a partial laceration of the wall of the left ventricle that was later developed to perforation which led to tamponade. The physician indicated that the partial laceration may have been due to the positioning of the wire tip by the guide catheter and that the partial laceration could have been caused by any guidewire and did not relate to the specific use of the acwire. Ref MFR report: 3011057196-2014-00001.